Event description:
It was reported that the patient presented to the hospital for a scheduled av node ablation; during the procedure, it was noted on fluoro that the insulation may be abraded. The lead exhibited normal electrical function and remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.